Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during setup, 'device alert' error message occurred with the touchscreen being unresponsive. The device was not used on a pt when the failure occurred.